Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A battery/power issue was reported with the adc device. Customer reported being unable to test due to a fast draining battery and as a result, experienced hypoglycemia and loopiness. The customer was unable to self-treat, requiring third-party administration of glucose injection for treatment. No further treatment was required. There was no report of death or permanent injury associated with this event.

Event description:
A battery/power issue was reported with the adc device. Customer reported being unable to test due to a fast draining battery and as a result, experienced hypoglycemia and loopiness. The customer was unable to self-treat, requiring third-party administration of glucose injection for treatment. No further treatment was required. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the returned reader and no issues were observed. Reader was sufficiently charged. The reader was de-cased no issues were observed upon visual inspection. Power consumption test performed and all result were within specifications. No malfunction or product deficiency has been identified. Therefore, issue is not confirmed due to fast draining battery not observed. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. No charging cable or adapter was returned for this complaint. The dhrs (device history review) for the libre reader were reviewed and kit pack for verification of correct cable and adapter was reviewed. The dhrs showed the libre reader passed all tests prior to release also correct cable and adapter was part of the kit pack. If partial product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.